Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to physician is not satisfied with the placement and did not want to harm the patient. A new lead was implanted. No additional adverse patient effects were reported.